Event description:
The manufacturer received information alleging a ventilator's lcd screen was black. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's lcd display was replaced as precaution to address the complaint. The technician replaced the device's front enclosure, rear enclosure, bottom enclosure, handle, oxygen blending module housing and keypad. The device passed the final test.